Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. Reported fault was resolved by the customer, resolution unknown. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. Reported fault was resolved by the customer, resolution unknown.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was switched to manual ventilation to continue the case. There was no report of patient injury.